Manufacturer narrative:
Insulin pump had no button response on the esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 418 mg/dl at the time of the incident. The customer was given fluids and insulin to treat. The customer experienced symptoms such as nausea and dizziness. The customer was wearing the insulin pump during the incident. The customer reported a motor error alarm but the customer was able to perform a rewind. Troubleshooting was not completed as the customer was in the hospital. The insulin pump will be returned for analysis.